Event description:
A physician reported that during implantation of an intraocular lens (iol) the foreign material like a piece of thread came out of the cartridge, foreign material was aspirated and removed. The procedure was completed by replacing the replacing the product. Additional information was requested and received stating that the surgery was completed without replacing the product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation the complaint company cartridge was not returned. Seven unopened company cartridges were returned in the carton from same lot. One sample was pulled randomly for evaluation. The returned unopened company cartridges was evaluated. The company cartridges was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The company cartridge was functionally tested per the dfu(director for use). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The diopter of the associated lens model was not provided. It cannot be determined if a qualified diopter was used. A non-qualified handpiece was indicated. The root cause for the reported complaint could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. One of the unopened company cartridges returned for the reported lot was evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened sample with acceptable results. No foreign material was observed after the functional testing. It is unknown if the indicated lens was in the qualified diopter range. A non-qualified handpiece was indicated. Per the IFU(instructions for use): the company iol(intraocular lens) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs also to completely fill the cartridge with ovd(ophthalmic viscosurgical devices) (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating that there was no problem/harm to the patient after the surgery.